Manufacturer narrative:
A field service engineer was dispatched on 09/26/2016. The fse inspected the pressure pump and retighted and secure. No further action required of fse. The g8 analyzer is functioning as intended with all issures cleared. The most probable cause of the reported event was the pump unit, leak on pressure pump. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016 a customer reported the waste tube was leaking with the g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.